Event description:
Device used during a traumatic arrest. Quick combo pud's were applied. The unit would not continuously read a system while set on padding. Unable to defibrillate. Another unit was used for patient care. The device failure had no effect on patient outcome. The unit in question was removed from service. Clinical engineering tested the unit and found that the quick combo cable was intermittent. The problem was reported to medtronic. The device was turned over to medtronic for evaluation and repair.